Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿unable to proceed¿ alert during fill tubing, and after guided troubleshooting the alert was cleared, a dry run was completed, the pump was rewound, and approximately 100¿120 units were pushed without recurrence, after which the user proceeded with a supply change. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the transient alert and no medical intervention. Investigation included guided troubleshooting and device functional checks during the dry run. Investigation of this case revealed that the alert resolved after clearing the alarm, with normal device operation observed during rewind and priming, indicating no persistent malfunction. It was concluded, based on previously established findings for similar reports, that the most likely cause was a transient, user-resolvable alarm with no device failure identified.